Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the user did not follow the instructions which lead to a software error with slice size and imagery treatment. (B)(4).

Event description:
Before the surgery, it has been reported that a software failure has been detected. The patient data file was not accessible. It has been reported that the surgery has been cancelled.